Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to anastomosis during an open colon resection, the staples did not deploy. It was also reported that the surgeon was able to cut the tissue thinking that the staples had deploy. Hand sewn was done to correct the open tissue and the case was completed.